Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to the advisory affecting this model, and because the device had declared an elective replacement indicator (eri).